Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.

Event description:
It was reported the patient has the artificial bowel sphincter cuff replaced as the cuff was too tight and the patient could not defecate.